Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
A service request was received reported to philips healthcare a use problem with the heartstart xl. There was no patient involvement.